Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels up to 31 mmol/l with no reported symptoms. The reporter indicated that there were no signs of site issues. The reporter confirmed no air bubbles noted in the cartridge or tubing and confirmed that the insulin was new and was only in the pump for 1 day. The pump history was reviewed and the total daily dose was confirmed to be accurate. The pump basal rates were confirmed to be programmed correctly. The reporter was advised that there was nothing to indicate a problem with the pump. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.